Event description:
A pasv port was placed for therapeutic purposes in 2004. It was reported the port leaked. The needle was repositioned and the port remains in the patient. Our attempts to obtain further details have been unsuccessful thus far.